Event description:
Patient continued to bleed "like a fire hydrant" [device ineffective]. Felt the device was broken [device breakage]. Case narrative: this initial spontaneous report originating from the united states was received from a physician via clinical educator (ce) referring to a non-pregnant female patient of unknown age. The patient's concurrent condition included uterine atony. The patient's medical history included pregnancy and had caesarean section (c-section). The patient's concomitant medications, and past drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. On (B)(6) 2023, the patient was inserted with vacuum-induced hemorrhage control system (jada system) at a dose of 1 by the physician via intravaginal route for excessive vaginal bleeding/hemorrhage (postpartum haemorrhage). After the device was inserted, the patient continued to bleed like a fire hydrant (device ineffective). The patient was taken back to the operating room (or) for a hysterectomy. The staff felt that the patient was bleeding due to an atony issue. It was unknown if any coagulation studies had been done. The staff stated the device "sucked" in reference to effectiveness and felt the device was broken (device breakage). The patient sought medical attention and her current status was recovering. On (B)(6) 2023, therapy with vacuum-induced hemorrhage control system (jada system) was discontinued. The vacuum-induced hemorrhage control system (jada system) was not available for inspection as the device was discarded. For vacuum-induced hemorrhage control system (jada system) lot number and serial number were unknown. Upon internal review, the event of device ineffective was determined to be serious due to required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4624 surgical intervention (one or more surgical procedures was required, or an existing procedure changed).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.